Event description:
The customer alleged that she performed control tests and received a result of 309 mg/dl. The normal control range was 104-145 mg/dl. No adverse events were alleged. The customer declined to troubleshoot and ended the call before any add'l info could be obtained. No product will be returned.